Manufacturer narrative:
Model number: 720182-01. Lot number: 0178832018. Model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to malfunction and fluid loss. "After careful urological medical evaluation and abdominal computed tomography without contrast, it was found that the reservoir placed in the retzius space is empty, demonstrating malfunction of the prosthesis."